Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited loss of capture and no pacing in the bipolar mode at the time of implant. The ipg was not implanted.